Manufacturer narrative:
As reported by our affiliate, during an aneurysm coiling procedure of a lesion with unk characteristics and a femoral artery access site, the following occurred. After placing two to three coils into the aneurysm, the physician tried to push another coil into the microcatheter where he noticed some resistance. The advancing delivery tube was starting to become more difficult to advance the further, it was pushed and the coil deployed itself. The physician advanced the delivery tube until it would not go further and then started to pull back and the resistance stopped. He then radiographically realized it was detached and the coil was lodged in the microcatheter. He decided to gently pull the coil back when it immediately freed up. He then visualized that the coil prematurely detached and was now lodged, "stuck" in the microcatheter. There was not a 1:1 relationship between the delivery tube and the coil during retraction. The entire system was pulled out of the pt including the guidewire, and therefore there was a loss of target site. New products were introduced to complete the procedure. This product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products submitted under the following manufacturing numbers 1058196-2004-00133 and 1058196-2004-00131.

Event description:
Detached coil stuck in the microcatheter.